Manufacturer narrative:
All operating currents were within specification. The off no power alarm functioned properly and the insulin pump passed the self test. The insulin pump had no moisture damage on the electronics, motor, vibrator motor, or battery tube assembly. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a scratched reservoir tube window.

Event description:
Customer called reporting that he jumped in a swimming pool while wearing his insulin pump. Customer's blood glucose level is 240 mg/dl. In the morning, the device alarmed button error. Customer took the device apart to let it dry, and when he put the battery back in the device gave a battery out limit alarm. He said there is water visible behind the screen. The device was exposed to pool water. Customer said the device is vibrating without an alarm or alert. There is a constant tone. The device has a crack near the battery cap. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.